Event description:
Initial report: this spontaneous non-serious case was reported by a physician to our local affiliate. This case involves a patient who received poly-l-lactic acid (sculptra) (dosage, therapy dates, and indication nos). On an unknown date, the patient developed a severe reaction (nos). Action taken with poly-l-lactic acid as well as the patient's outcome was not reported. Corrective treatment, if any, was not reported. Reporter's causality: not specified a ptc (pharmaceutical technical complaint) has been issued.